Event description:
It was reported that the external pulse generator failed to capture while connected to a patient which caused the paced rhythm to be lost. It was further reported that while trying to assist in repositioning the patient the nurse noted that the monitor showed asystole, and that the patient fell and hit their head on a chair which caused an abrasion and also caused the generator to fall to the floor. The generator was reconnected and appeared to be working at that time but it was replaced and returned for service. The patient was later reported to be stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Control knobs are contaminated. Encoder flex is crimped. Both bail covers are broken.